Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the subject device, and the reported phenomenon was not adhering white foreign material, but channel buckling. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair requested by the user at olympus service operation repair center (sorc), it was found that the white foreign material adhering to the inside of the instrument channel of the subject device. The subject device had been reprocessed with an ihi automated endoscope reprocessor. Other detailed information was not provided. There was no report of patient injury associated with the event.